Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited high threshold. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of high threshold was not confirmed. As received a partial lead was returned in one piece. Electrical testis did not find any indication of conductor fractures but found shorts between the conduction path which is consistent with procedural damage. No anomalies were found.